Event description:
Allegedly the patient was revised due to the following mom complications: metallosis, cobalt and chromium levels elevated, mars MRI scan showed fluid about the hip. During revision surgery: the patient had yellow fluid under pressure (consistent with metallosis around the hip capsule); a cheesy-like exudate underneath the femoral head ball was encountered and there was a pseudocapsule that involved primarily the external rotators.(left).